Event description:
The second report of two concerning a cam01 monitor from the same facility. The distributor reported that the probe was inserted less than 24 hrs when a problem occurred. The intracranial pressure (icp) was between 15 and 20. The monitor was plugged in and suddenly the battery signal started alarming. The cable and monitor were changed and a new catheter was implanted. (It is unk at this point which monitor was being used when the catheter was changed. Add'l info has been requested. In addition, this monitor was reported to be over due for service and calibration.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.